Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer was unable to reset the alarm at the time of call. Multiple follow up attempts were made to assist customer with resetting pump however, customer did not respond to follow up attempts.